Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effects of hematoma and hemorrhage are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The reported difficulties, subsequent treatment and patient effects appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial reports, it was noted that protamine was also administered to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a closure of an unknown vessel using three prostyle devices after a percutaneous coronary intervention procedure with a 6fr sheath. Reportedly, the first device was successfully flushed with saline prior to use; however there was no blood return in the marker lumen. A second and third device were used but a suture break occurred with both devices. A non-abbott device and manual compression were used to achieve hemostasis. It was also noted that bleeding, bruising and a prolonged hospitalization occurred. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.